Event description:
It was reported that the surgeon complained of heat in turbovac handpiece during a coblation of subacromial tissue. A new device was immediately activated with no further issues. No faults codes or alarms were displayed the temperature feed back on the console indicated 38 degree celsius. No significant delay or patient injury reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode wear with contamination/discoloration on the screen and scratch/scuff marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. The device was connected to a compatible quantum2 controller and did not work; registered an e-7 error message. The error was by-passed and activated in saline solution at default and max settings and performed as intended when the corresponding buttons for ablation and coagulation were activated. These functions have also been tested with a connected foot switch and the device performed as intended. The suction line was tested and performed as intended. There was no significant or noticeable elevation in temperature of the wand during testing that would suggest any type of deficiency. The customer¿s complaint was not verified and the root cause could not be determined with confidence since the device functioned as intended and did not get ¿hot¿. It is possible that hot saline was flowing through the wand when using the suction feature. Also, failure to maintain proper suction can also cause an elevation in fluid temperature. The instruction for use (¿IFU¿) provided with the device contains instructions, warnings, and precautionary statements in regards to maintain proper fluid circulation and suction such as: when using wands, ensure adequate flow and circulation of saline solution to prevent unnecessary heating of the solution that may result in tissue damage or thermal injury. Failure to provide proper suction may result in physician or patient thermal injury. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. A factor that could have led to the device "over heating" includes: not having sufficient suction pressure in order to ensure adequate flow and circulation of saline solution to prevent unnecessary heating which could have caused the temperature to elevate. A factor unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller which was not returned for evaluation. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.